Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed, totally occluded de novo lesion was located in the mildly tortuous mid right coronary artery. Access was obtained via the radial artery. Resistance was felt while advancing the 1.5x15mm maverick balloon to the lesion; however, the device was able to reach the lesion. Upon inflating, the balloon ruptured at 2 atms. The procedure was completed with another of the same maverick balloon. No patient complications occurred. Patient status is listed as "good."

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the mcm30 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a esophagectomy procedure, the clip was not fed into the jaw and jamming occurred. The sales rep was present at the operation and commented that the device had been used properly. Another device was used to complete the procedure. There were no adverse consequences to the patient.